Event description:
This report is based on information provided by philips field service engineer (fse) has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl+ defibrillator indicating that the therapy delivery test failed. The fse visited the customer site and identified that the system unable to perform therapy delivery test. The fse conducted device and hardware self-test, checked the work interface and confirmed that the paddles were unclean. To resolve the issue, the device paddle was cleaned. The device was returned to use, and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was due to dirty paddles. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The fse cleaned the device paddles to resolve the issue and the device was returned to full functionality. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.